Event description:
It was reported that in 2006, the suspect device was being used to administer pca morphine. Allegedly, the pt became unresponsive and narcan was necessary to counteract the effects of the narcotic. Per user facility risk management, it is not known whether the pt reacted to the medication, or if the concentration was incorrect, or if the pump malfunctioned. The pt experienced no permanent adverse effects. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to pass all accuracy tests. Evaluation of the pump found the device to meet or exceed all current MFR's specifications for performance and safety.